Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR # 1225714-2013-02992.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02992 and 1225714-2013-02993. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient expired on the same day of the sudden cardiac arrest as a result of exposure to the product.